Event description:
It was reported a patient experienced and was hospitazlied the same day for a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and hazy drain. The patient started treatment with vancomycin (1 gm, frequency, and route not reported) and amikacin (12.5 mg, frequency, and route not reported) for peritonitis. On an unreported date, retraining on proper aseptic technique was performed. Outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.